Event description:
The distal tip pad on the device was damaged. There was no serious injury reported.

Manufacturer narrative:
The overall condition of the unit indicated that aggressive use was the most likely cause of the reported pad dislodgement.